Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during analysis after a fall. Upon review, the patient¿s left ventricular(lv) lead exhibited loss of capture. A chest x-ray showed lv lead dislodgement. The lv lead was capped and replaced on (B)(6) 2019. It was noted that the patient suffers from congestive heart failure. The patient was stable post procedure.